Event description:
It was reported that there was an alleged adverse patient outcome as a result of a delayed response of the visual display during a procedure. The initial reporter did not provide specific details regarding the procedure or outcome and we have been unable to confirm the adverse event type at this time.

Manufacturer narrative:
As of the date of this report, the product has not been returned to the manufacturer for evaluation. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. Device description: this nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor.

Manufacturer narrative:
The investigation is being updated due to the completed analysis of the device. The customer reports that the nim 2.0 was not displaying information as expected per audio signals and/or anatomical observation. Some information was also obtained suggesting that the stimulation signal may have been declining. The 'most likely' root cause is anticipated use characteristics leading to the possible malfunction of the main amplifier board.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported two additional devices were also used in the procedure: nim response 2.0 interface; part # 8252200, s/n (B)(4), lot # 38113600; no fault was found with device; muting detector probe; part # 8220300, s/n and lot # were not provided; no fault was found with this device.